Manufacturer narrative:
Event eval: still under investigation.

Manufacturer narrative:
During investigation, a review of the device complaint history, quality control (qc) procedures and trends was conducted. The device was not returned for investigation as a result, the dimensional verification of the set components cannot be verified. Limited information is known about this complaint. Inquiries have been made requesting additional information regarding the procedure, the complaint devices, patient information and clarifications of the description of the initial event. To date, a response from the user facility has not yet been provided. It is assumed that the stretching and disintegration that the user describes in the event description is referring to a visible stretching of the material until fracture/separation. The user reported 2 devices with this problem. The description of the event mentions both the sheath and introducer, therefore it is assumed that problems were experienced with both the inner and outer sheath of the micropuncture introducer (mpis) set. There is no evidence to suggest that the device was not manufactured to specifications. The root cause of the incident was unable to be determined. We have notified the appropriate internal personnel and will continue to monitor for similar complaints.

Event description:
The pt outcome was not provided by the reporter.

Event description:
The sheath and introducer are both stretching until it disintegrates. Especially when backing it off the wire.